Manufacturer narrative:
Customer reported post audible alarm, occlusion error, motor rate error, noisy. Device was in good condition with no appearance of any physical damaged. Power up and occlusion test performed. Unable to duplicate the primary audible alarm post at power up. No motor rate error or any other error was found during occlusion test. Unable to determine to determine issue, no problem was found during occlusion, pump operate as intended. Replaced speaker for preventive, cleaned and greased motor assembly. Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had post audible alarm, occlusion error, motor rate error and it was also noisy. No patient injury was reported.

Manufacturer narrative:
Other text: additional information b5, h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified primary audible alarm post error and there was no motor rate error was found in the history. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email: no patient incident.